Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0295695. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: the complaint gauge is 20g, assembly at auto line 4 in nov. 2020, packaging at r240 packing machine in nov. 2020, lot quantity is (B)(4). Reviewed the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found. Reviewed the production record and machine troubleshooting records for this lot product, and no abnormality, deviation or rework activities discovered. Leakage test the 2 retained samples, all passed. At the same time, the catheter adapter of the retained sample was checked, and no abnormality was found. No similar complaint was received from this complaint lot. No abnormality found on process, as no defective sample returned, further analysis could not be done. Leakage at the needle handle of 20g product was the first case, the root cause could not be determined, the defect is suspected to be a crack in the catheter adapter, the plant will continue to monitor such defects.

Event description:
It was reported that the intima-ii 20gax1.16in prn slm npvc experienced leakage. The following information was provided by the initial reporter: when IV infusion was performed to the patient, leakage was found at the indwelling needle handle. Immediately pulled out the indwelling needle, and replaced the needle and puncture again. This incident led to the patient's second puncture, which increased the patient's pain.